Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 310.509, lot: l938837, manufacturing site: bettlach, release to warehouse date: 28.jun.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: the received drill bit is broken approximately 20 mm from tip section and the flutes are strongly untwisted. The tip and as well the cutting edges are badly worn. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. This drill bit was made from the blank (sub-component) 60036882. The blank is not lot tracked. Therefore, the last three potential work orders that were produced prior to lot l938837 were reviewed. The review has shown that the correct material was used, and that the hardness was within the specification per relevant drawing. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Please also note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention on page 4 in the leaflet ¿important information¿ version se_023827 al: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown k-wire (part# unknown, lot# unknown, quantity 1), unknown jacobs chuck (part# unknown, lot# unknown, quantity 1) and unk - power tool drill (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) surgery for the distal end of radius fracture, when the surgeon drilled for the sixth (6th) hole, the drill bit broke with a metallic clank. The surgeon was using a drill bit attached to the jacobs chuck of the core (stryker's core). It was confirmed that the cause of the breakage was that the drill bit might have interfered with an unknown k-wire which was used for provisional locking or the power tool might have been changed to the reverse oscillation mode which would have put stronger force on the drill. There was no broken fragment left in the body as confirmed in x-ray by the surgeon. There was a surgical delay by less than 30 minutes. Patient outcome was unknown. Concomitant device reported: unknown k-wire (part # unknown, lot # unknown, quantity 1), unknown jacobs chuck (part # unknown, lot # unknown, quantity 1). This report is for one (1) 1.8 mm drill bit with depth mark/qc/110 mm. This is report 1 of 1 for (B)(4).